Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/30/2019. The product support engineer advised customer to replace the overlay. The overlay was replaced. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer has reported that during a pm its was noted that during the initial est that the alarm silence led and the o2 100% led are not working. The device was in use at the time of the event; however, there was no patient harm.